Event description:
It has been brought to manufacturer's attention that blistering behind the ear was observed in a patient. Ent has set the patient on medication, steroid cream. The patient was fitted with the device on (B)(6) 2025 and cshells on (B)(6) 2025. The patient had seen the blistering on skin behind ear on (B)(6) 2025 but he didn't go to md until few days ago. The patient started cream recently. Md felt there may be leakage from aid and requested device replacement. It was said the aids were sent in for repair with new housing and cshell for remake. It was reported the issue is only behind one ear. The other ear was reported fine. The ear was put on rest to let it heal. The patient would be without one aid until the ear heals. Planned was a return to md for clearance followed by fitting with repaired aid. Patient has allergy to nickel but no other things.